Event description:
Pt has had bilateral total hip replacements one year apart. The most recent replacement on the right was five months ago. Pt had not fully recovered and continues to c/o pain in the right hip. Conservative measures taken including physical therapy. Multiple x-rays taken; shows the acetabular liner shifted in the cup. Pt plans to continue conservative measures.